Event description:
Customer reported a failed gas module ii monitor, which may have affected gas monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the unit and replaced the main module. Unit was calibrated and safety tested to factory specs.